Event description:
On (B)(6) 2026, customer reported to hologic using improperly reconstituted aptima trichomonas vaginalis (atv) assay reagents. The atv kit was reconstituted on february 13, 2026, with the refrigerated components from master lot: 919757 and the room temperature components from ml 925885. This atv kit was then used for testing of patient samples on wl (B)(4) on panther sn#: (B)(6). This is considered off-label use of the atv assay. It is not known whether the results have been reported or if the samples will be retested or recollected.

Manufacturer narrative:
Customer improperly reconstituted and used mismatched kits for testing of patient samples. Customer provided the logs from the 2 worklists but ts could not comment on the validity of the run or the sample results due to the off-label use. It is not known whether the results have been reported or if the samples will be retested or recollected. Hologic performed a risk assessment. There is no product impact. The issue is due to a reagent preparation error by the operator. Hologic has not learned of any adverse patient outcomes due to this event.